Event description:
Procedure type: lap chole. According to the reporter: soon after the trocar was inserted, the balloon exploded. Procedure was completed with another. There was no additional bleeding nor tissue damage and nothing fell into the cavity. The operating time was not extended. Pt status is ok, no pt injury was reported. No other pt info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.